Event description:
I had a bard avaulta tvt sling and a bard tot sling placed for urinary incontinence/cystocele by my gynecologist. The bard avaulta tvt sling eroded through my vaginal wall within a few weeks after surgery. I had bleeding, foul smelling discharge,and pain. After several tries with estrogen therapy, the erosion was only getting worse. On two and a half months later, I had repair of the erosion to try to oversew the area and get the vaginal wall to heal. On eight days later, visit to the doctor, I had complained of bleeding, foul discharge again, and pain. Ona 2nd post-op visit on the following month, the erosion was again visible. I was sent immediately to a urologist for further treatment. My urologist did several tests to make sure the sling had not eroded into my bladder and scheduled me for removal of sling. On twenty four days later, I had surgery by the urologist to remove as much of the eroded sling as he could. While in the recovery room after this surgery on the same day. I started hemorrhaging and had to go immediately back to surgery for exploration to find and stop the bleeding. I still have the bard tot in my body and pray that I don't have problems with this one. Dates of use: 2007. Diagnosis or reason for use: urinary incontinence, cystocele.